Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator recharger (insr) was not charging the implant. The patient reported that they had been charging the implant for a couple of hours yesterday and the ¼ battery icon was still flashing. The patient was seeing all 8 coupling boxes shaded. It was reported that this had happened to them 5 other times. There were no falls or traumas associated with the issue. It was stated that these issues started on (B)(6) 2017. There were no patient symptoms reported. Additional information was reported by the consumer later the same day ((B)(6) 2017). It was reported that stimulation turned off and they could not turn it back on because the implantable neurostimulator (ins) would not charge up. The consumer mentioned that they had to press the insr antenna against their body for so long that it hurt them. The patient held the antenna because they said the insr belt did not hold it in place since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.